Event description:
Rptr writes: "last week I decided to contact lumex med. Products, inc. In regard to my bath chair experience. I found them polite and agreeable, and the girl in customer svc understood the problem, the bottom of the chair breaking and exposing sharp edges of plastic which would be hazardous. The girl understood what I was talking about. I feel that they have had other similar complaints. It was agreed that they would send me a new bottom for the chair, and that I would put it on, and as I later found out, the local dealer would do this for me. So today I had delivered to me not a bottom, but two complete new chairs. I did not expect this, or demand it. Inasmuch as the chairs are sililar to the one I have, with the same type of bottom, I feel that in time the same problem would arise, so I will keep both of them, so as to have a spare. My reason for reporting this matter to you was because I felt that a bath chair was being marketed to seniors and pts with a potential for harm and that the matter should be investigated and remedies taken. I will retain the damaged seat and could make it available to those interested."